Manufacturer narrative:
Comitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead occasionally undersensed r-wave during an arrhythmia episode. It was noted that the patient had another event after the first transmission was reviewed that morning. The rv lead remains in use. No patient complications have been reported as a result of this event.